Event description:
It was reported to philips that the system's flexvision computer was intermittently lost signal, which could impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.